Event description:
It was reported that the facility is seeing multiple generator errors with the generator. There is no case or patient involvement.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent the generator was received in good physical condition. The error log was downloaded and the log confirmed that the "generator error" screens were generated, though during functional testing, no "generator error" screens were displayed. As the generator passed all functional tests, no repair activity was needed; but the earth ground was missing the top nut and the nut was replaced.